Event description:
I am writing to formally express my serious concerns regarding the accuracy and consequences of the receptivadx test I underwent during my fertility treatment. Your test reported a negative result for endometriosis, which led my care team and me to proceed with multiple embryo transfers under the false assumption that endometrial inflammation or endometriosis was not a contributing factor. Based on this result, we transferred eight high-quality embryos over the course of treatment, resulting in: three failed transfers a miscarriage that led to bowel perforation and required emergency surgery. A second miscarriage. A third miscarriage caused by an ectopic pregnancy, again requiring emergency surgical intervention--during which the presence of endometriosis was definitively confirmed.